Event description:
On (B)(6) 2010, the pt reported that the up button of the infusion device works intermittently. She noticed the issue 3-4 weeks ago. The pt switched to her backup infusion device. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.